Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that reprogramming was done. Patient wei ght was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and rsd/causalgia-complex regional pain syndrome. The rep checked the patient¿s impedances on (B)(6) 2019 and all are high. All impedances are over 20,000 ohms. The patient fell about 3 weeks ago which was later stated to be 3-4 weeks ago. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that reprogramming was attempted. Patient's weight was unknown. Account was aware. No further complications were reported/anticipated.